Manufacturer narrative:
(B)(4). Method: the complaint opt844 nasal cannula was not returned to fisher & paykel healthcare (f&p) for evaluation. Our investigation is based on the information and photograph provided by the customer and our knowledge of the product. Results: visual inspection of the provided photograph revealed that one side of nasal prong was broken at the right headgear connection point. Conclusion: we are unable to determine what caused the reported fault. It is most likely due to overtightening of the head strap. All optiflow interfaces are inspected during production for visual defects including cracks, tears, inclusions, discoloration and stretching or deformation. Any product that fails the visual inspection is disposed of. Subject opt844 nasal cannula would have met the required specification at the time of production. The user instructions which accompany the opt844 cannula show in pictorial format the correct placement and fitting of the cannula and also warn: appropriate patient monitoring must be used at all times. Failure to monitor the patient may result in loss of therapy, serious injury or death. Do not crush or stretch tube.

Event description:
A distributor in (B)(6) reported on behalf of a healthcare facility via a fisher & paykel healthcare (f&p) field representative that the connection between the nasal prong and the head strap of opt844 nasal cannula was broken during use. There was no reported patient consequence.